Event description:
On (B)(6) 2013, the patient and his mother contacted animas and alleged the following: the pump spontaneously changed the am/pm part of time sometime during the night/ early morning so that he was receiving his day basal rates and woke up with high blood glucose (bg) of 525mg/dl, with high ketones and symptoms of mild nausea, moderate exhaustion and cotton mouth. He bolused with pump to correct 525mg/dl this morning, ate breakfast and bolused again for carbohydrates. Time was corrected in pump this morning. Patient states the his bg was 206 mg/dl and the time was correct when he went to bed last night around 10:30pm but when he woke up at 7:40am the pump said 7:40pm. He had bolused before bed but did not recheck bg. Patient denies any power loss, alarms or entering the date/time menu. Denies the date/time resetting with past battery changes. Patient reports that 2 weeks ago he did notice the time was 1 hour ahead, so he corrected it at that time, and no other issues were noted until this morning. Customer technical support (cts) reviewed the pump and found that after 6am this morning, the time changed from a.m. To p.m. Cts was unable to find reasonable explanation for time changes, and advised the patient to discontinue use of the pump and confirmed that he had a back-up system. The patient just ate breakfast and current bg is 480/dl. Patient will continue to monitor his bg. This complaint is being reported based on the allegation that a patient on pump therapy experienced hyperglycemia, related to the pump spontaneously changing time from a.m. To p.m

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed a manual time change on (B)(4) 2013 from 7:53 pm to 7:53 am. The daily insulin delivery totals appeared to be inconsistent due to the time change. All other daily insulin delivery totals correctly reflected the user¿s programmed basal rates. During evaluation, a time keeping accuracy test was performed, the pump was keeping time accurately. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.